Event description:
It was reported that the patient received inappropriate shocks for atrial fibrillation (af) with rapid ventricular response (rvr). The patient fell back and hurt their tail bone during on of the shocks. The implantable cardioverter defibrillator (ICD) device remains in use. It was also reported that episodes of the t-wave oversensing (twos) was seen on the right ventricular (rv) lead. The lead remains in use. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. (B)(4).